Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that while troubleshooting a lost sensor, her blood glucose level was really high the night before. Her blood glucose level was 599 mg/dl. The customer was not feeling well due to a kidney infection and started antibiotics. Her kidney and lower back hurt. Customer's current blood glucose level was 128 mg/dl. The device was not returned.